Event description:
It was reported that the patient presented for a routine generator change procedure. It was noted that the right atrial lead exhibited chronic lead sensing noise due to clavicle crush. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.